Manufacturer narrative:
Analysis of the proximal and distal catheter segments revealed no significant anomaly found.

Manufacturer narrative:
Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: catheter. (B)(4).

Manufacturer narrative:
Concomitant products: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type catheter; product ID 8711, lot# j11212r27, implanted: (B)(6) 2002, explanted: (B)(6) 2013, product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Event description:
It was reported the patient was receiving efficacious therapy. A replacement of the pump was done for expected end of life battery. When the catheter was disconnected from the pump there was no retrograde flow of cerebrospinal fluid (csf). They were unable to withdraw csf from the connector with a syringe. The catheter was then disconnected at the spine connector site with spontaneous retrograde flow of csf from spinal catheter. The original spinal segment of 8711 remains implanted. The pump segment of 8711 was explanted as well as the 8596sc catheter. It was replaced with a new catheter spliced onto the existing spinal catheter segment. There were no patient symptoms/injuries related to this event. Patient status was indicated as alive, no injury/no adverse event. The patient was hospitalized. Post-operatively the infusion rate was decreased from 479.4 mcg/day to 96 mcg/day and the patient was admitted for observation. The pump was delivering gablofen. It was later reported the hcp believed the patient was not receiving therapy as expected after the catheter revision done on (B)(6) 2013. The patient had a catheter implanted on (B)(6) 2013 and the proximal segment was explanted. The original spinal segment remains implanted in patient's intrathecal space.

Manufacturer narrative:
Concomitant product: product ID: 8637-40, serial# (B)(4), implanted: (B)(6) 2013, product type: pump.

Event description:
Additional information reported the patient was seen in both the physiatry and neurosurgery clinics on (B)(6) 2013. The patient was "looser" in both upper and lower extremities, more comfortable and higher functioning. The infusion rate was increased from simple continuous 330 mcg/day to 360 mcg/day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.